Event description:
Abbott freestyle libre 3 plus sensor started giving significantly low readings. This sensor is from a lot number that has consistently failed but which is not included in the abbott sensor recall. I currently have the sensor but will be returning it to abbott in about "3 to 4 days" once their replacement arrives with the return packaging materials.